Manufacturer narrative:
There was no product malfunction. Based on the review of the provided information by philips, the arrhythmia performance was compromised by use of external pacemaker. Additionally, the external pacemaker was not working correctly at certain times, and the patient¿s p-waves were just large enough to exceed the minimum threshold for detection. This allowed the system to identify them and consider them to be candidate r waves instead. The IFU (part 453564549401, page 169) states for external pacing electrodes, ¿when a pacemaker with external pacing electrodes is being used on a patient, arrhythmia monitoring is severely compromised due to the high energy level in the pacer pulse. This may result in the arrhythmia algorithm's failure to detect pacemaker non-capture or asystole.¿ under these conditions, the device will not flag the pacer spike, regardless if the setting is in paced or non-paced mode. Philip's algorithm is optimized for an implanted pacemaker. Since the pulse is too wide to be a pacemaker spike, but overall it is a narrow looking beat, the algorithm labels it as ¿n¿ for normal beat, as was noted on the provided strip. The arrhythmia monitoring sat/ar algorithm application note describes optimal characteristics of a normal beat and provides additional details regarding algorithm performance. Philips labeling describes why external pacing may create problems for the algorithm. When trying to properly label beats, it is important that the p wave is 1/5 the average r wave height or 0.15 mv. The algorithm does not go below 150 microvolts or 0.15 mv to look for candidate r waves. In this reported case, this patient¿s p waves are 200 mv or right on the border for detection. The device remains at the customer site. There have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that patient had short asystole episodes, but the monitor did not alarm. The patient had several asystoles during the night between (B)(6) of november without the device alarming.